Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 8-dh4952 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2018 through (B)(6) 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Patient additionally reported they saw a specialist who confirmed capsular contracture, baker grade iii. Additionally, "major health issues for a few years severe enough that I became unable to work and function" stating that "life became unbearable and I couldn't leave my bed and was having lots of chest pain;" this is not considered related to the device.

Event description:
Patient reported "capsular contracture," baker grade unknown, and "they found some bacteria." Patient additionally reported capsular contracture, baker grade IV. Patient also reported "major health issues for a few years severe enough that they became unable to work and function", "life became unbearable and they couldn't leave their bed and was having lots of chest pain", "a decline in health since 2005", "temporary paralysis", "auto immune disorder", "constant pain", "sever chest pain", "swollen all over", "multiple sclerosis", "lupus", "rheumatoid arthritis", and "chronic inflammation"; these are not device related device. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.1., d.4., d.6., g.1., g.3., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A patient reported they experienced the events of ¿capsular contracture¿, baker grade unknown, ¿they found some bacteria¿, and ¿severe medical issues requiring me to become disabled and unable to work¿. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿capsular contracture¿, baker grade unknown, ¿they found some bacteria¿, and ¿severe medical issues requiring me to become disabled and unable to work¿. This record is for the left side. Device has been explanted.